Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Possible models could include the vitatron brilliant + lead. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. The gender of the baseline characteristics is male and the baseline age is 80 years old. Referenced article: vdd pacemaker replacement is safe and reliable independently of the previously implanted lead: a prospective and controlled study. J interv card electrophysiol 2006;15:107-111. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports atrial lead diminished sensing during follow up. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.